Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported on a follow-up CT angiogram of the abdomen and pelvis that was performed 5 years post stent graft implantation that the aneurysm measured 42 mm x 47 mm in ap and transverse dimensions respectively. The aortic neck measures 28 mm x 23 mm in ap and transverse dimensions. The stent graft does not have good apposition with the walls of the aortic aneurysm. Post contrast images show on the arterial phase images, a large amount of contrast along the right lateral aspect of the proximal portion of the stent graft near the junction with the left and right limb. The aorta is tortuous, allowing for this the superior portion of the stent graft lies approximately 27 mm below the left renal artery origin and 44 mm below the right renal artery origin. There was no dilatation of the common iliac arteries. Three aneurx aortic cuffs were successfully implanted a few days ago and resolved the type 1 endoleak. No additional clinical sequelae reported and the patient is fine.